Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review is required. Investigation summary: one tri-funnel replacement gastrostomy tube 16f was received and evaluated . A hole between the luer and catheter was noted on the proximal end of the device. A hole was noted between the catheter and the feeding tube. The catheter was infused with approximately 10ml of water through the injection port. A leak was noted at the hole between the catheter and the feeding tube. The investigation is confirmed for the alleged hole and leaking of the feeding tube. The suspected root cause is manufacturing root cause. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 expiry date (03/2023),g4 h11: h6 (methods, result,conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post feeding device placement, the medication injection was allegedly leaked. Reportedly, there is a little hole in the luer connection. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (03/2023).

Event description:
It was reported that post feeding device placement, the medication injection was allegedly leaked. It was further reported that there is a little hole in the luer connection. It was further reported that a another device was used to complete the procedure. There was no reported patient injury.